Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty connecting a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, with the dexcom app displaying readings while the ilet showed pairing failures and persistent inability to connect, consistent with an intermittent communication failure involving the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the trainer and analysis of information provided by them. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, characterized by intermittent communication failure implicating the antenna and related electrical or magnetic functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.